Event description:
It was reported that the patient had a sudden onset of probable supra ventricular tachycardia (svt) that was treated with inappropriate shocks. Further discriminator adjustments were unable to be made; wavelet was already on and the physician was uncomfortable with changing the percentage. The detection rate was increased and the physician will make medication adjustments. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.